Manufacturer narrative:
On august 12, 2025, a technician visited the client site to investigate the reported malfunction of the bed exit detection system. During the inspection, a pillow was discovered lodged between the backrest and the bed frame, and the bed shown an incorrect zero setting. If the pillow was present during the initial incident, it may have interfered the performance of the bed exit detection system by preventing a flat sleep surface, as required by the user manual. Also, according to the manufacturer's instructions, a proper zeroing procedure must be performed whenever accessories are added or removed from the bed, or when a new patient is admitted. Failure to perform this procedure correctly can render the bed exit detection system non-functional. The technician removed the pillow, performed a complete zeroing and calibration procedure, and tested the detection system. The bed exit detection system was confirmed to be operating as expected.

Event description:
Customer contacted the manufacturer's technical service to report a patient fall from a medical bed equipped with a bed exit detection system. The customer mentioned that the fall occurred on (B)(6) 2025 and resulted in an arm fracture.